Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer reported that the left leg plate of the jupiter surgical table moved itself into the lower end position. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
In this event, the customer alleged there was an unintended movement of the jupiter operating table as well as a delay in surgical procedure based on repositioning the patient after the event. There was no injury associated with this event, as reported by the customer. The time frame of the alleged delay could not be provided exactly by the customer but was described as a longer delay. The biomed of the customer's hospital stated that the device was working correctly after the event, and they did not want to have a technician on-site for inspection or repair. For further investigation by the legal manufacturer the remote control was returned to the manufacturing plant. The failure unintended movement left leg section couldn¿t confirmed during the investigation. No fault was found during the test of the remote control. The membrane keyboard has no external damage. The remote control was paired with a similar jupiter surgical table. All buttons work without restrictions. An independent movement of the left leg plate, as described by the customer, does not occur when moving down. The button only executes the movement when pressed and stops as soon as the button is released. All buttons are intact and show no signs of damage. The operating table involved in the event is in use since the alleged event and no further issues were reported. The root cause could not be confirmed. Based on this, no further action is required.

Event description:
The customer reported that left leg plate of the jupiter surgical table moved itself into the lower end position. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).